Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a loss of vacuum during surgery. The stable chamber tubing was found to be blocked. The cassette was replaced and the surgery was completed with no impact or injury to the patient.